Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 580 mg/dl. Customer's other blood glucose value was 550 mg/dl and 240 mg/dl. The customer experienced symptoms such as abdominal pain. The customer was treated with manual injection insulin pump and intravenous. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump was not expected to be returned for analysis.